Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003, the patient slipped and fell while holding 25 pounds of cheese. He has not returned to work since his injury. He underwent MRI. (B)(6) 2003, patient presented for xr of cervical spine, thoracic and lumbar. Study shows him as healthy. (B)(6) 2003, patient presented for xr. Assessment: l5 degenerative disc disease with posterior annular tear. ; left sacroiliac joint sprain with persistent left sacroiliac joint-based dysfunction and pain. (B)(6) 2004, patient presented for emg/ncv study. Conclusion : no evidence of radiculopathy , neuropathy. Possible discogenic pain, low back pain (B)(6) 2004, patient presented for physical evaluation and chief complaint of pain. (B)(6) 2004, the patient underwent lumbar epidural steroid injection and fluoroscopic needle placement. His preoperative diagnosis states lumbar intervertebral disk disease. (B)(6) 2004, patient presented for f/u 19 apr 04, CT lumbar spine shows: 1.mild diffuse disc bulge at l4-5. 2. Posterior osteophytic bar and disc at l5-s1. (B)(6) 2004, patient presented for clinical f/u. His MRI reveals some early desiccation at l4-l5 (B)(6) 2004, patient presented for CT lumbar spine. Impression: annular tear anteriorly at l4-5. And, diffuse abnormal extravasation of contrast at the l5-1 level compatible with annular tear. (B)(6) 2004, patient presented for clinical f/u. Underwent lumbar dicography. (B)(6) 2004, patient presented for clinical f/u. Impression: discogenic pain , low back pain. (B)(6) 2004, patient presented with discogenic pain syndrome and underwent chest examination. (B)(6) 2004, patient presented with lower back pain and numbness in the left thigh. He underwent preoperative evaluation. Impression: l5 posterior annular tear with l5 discogenic pain syndrome. (B)(6) 2004, the patient presented with following preoperative diagnosis: l5-s1 annular tear with internal disc disruption and intractable discogenic pain. He underwent following operating procedure: anterior retroperitoneal exposer to the lumbosacral spine, l5 partial corpectomy, radical discectomy at the l5-s1 space, and anterior lumbar interbody fusion nof the l5 to s1 space using titanium fusion cages with bmp. No post op complication noted. (B)(6) 2004, patient was discharged. (B)(6) 2004, presented with back pain and spasm. He underwent x-ray. He had shown more evidence of collapse around the cage (B)(6) 2004, patient presented for clinical f/u and to get review of his medications. (B)(6) 2004, patient presented for clinical f/u due to lower back pain with radicular pain bilaterally. He was noted to have nearly complete subsidence of the vertebral bodies over his cages (B)(6) 2004, per medical records, patient underwent CT lumbar. Impression: mild bilateral degenerative changes at l4-s1 level. (B)(6) 2005, patient had some pain and occasional left thigh radiculitis with numbing sensation. He underwent CT scan and some medicine changes. (B)(6) 2005, patient presented for medical review in (B)(6) office. (B)(6) 2005, patient medical review report received. (B)(6) 2005, , (B)(6) 2006, (B)(6) 2007, (B)(6) 2008, patient presented for clinical f/u and medicine refill. Underwent radiological examinations which indicate normal healing post fusion. (B)(6) 2007, patient underwent myelogram with CT. Impression: mild bilateral degenerative changes at l4-s1. (B)(6) 2007, patient's CT reports were evaluated. Impression: mild diffuse disc bulge at l4-5.; posterior osteophytic bar and disc causing flattening of the ventral thecal sac. In association with short pedicles bilaterally, there appears to be neural foraminal narrowing more prominent on the right than the left at l5-s1. Post-operative changes were noted at this level. (B)(6) 2007, patient underwent myelogram lumbar spine. Impression: 1. Prominent osteophytic bar causing flattening of the ventral thecal sac at l5-s1. 2. Minimal diffuse disc bulge at l4-5. Remaining levels were unremarkable. 3. Postoperative changes at l5-s1. 4. Additional information will be obtained from the CT myelogram, which followed immediately. (B)(6) 2007, clinical follow up. Assessment: post-op anterior lumbar interbody fusion at l5 with disc space collapse and probable iatrogenic stenosis with left lower extremity radiculitis. (B)(6) 2008, patient presented for clinical f/u and medical refill. He continued with neuropathic pain. (B)(6) 2009, patient presented with immense pain. Assessment : status post l5 alif with subsidence, foraminal stenosis, and left lower extremity neuropathic pain sometimes getting sharp, stabbing pain to the buttock and lower back area (B)(6) 2009, patient presented for f/u with persistent pain (B)(6) 2011, patient presented for f/u. He has a healed l5 auf fusion. (B)(6) 2011, patient presented with back pain after tweaking his back. (B)(6) 2012, patient presented with aching pain, sensation of pins, needles and numbness in legs. Xr was performed of lumbar spine. Assessment: status post lumbar fusion with persistent lower back pain and radiculitis. (B)(6) 2012, patient presented for clinical follow up complaining increased pain in the left side of his back. (B)(6) 2012, patient underwent poc urinary drug screening testing. (B)(6) 2012, patient presented for f/u and underwent x-ray of lumbar spine, urine drug screen. (B)(6) 2012, the patient's liquid chromatography results from hill country toxicology were available for review. The patient did test positive for thc. (B)(6) 2013, patient presented with back pain and underwent physical examination. (B)(6) 2013, patient presented with chronic back pain and underwent the patient underwent laboratory / pathological examinations. Assessment: post-laminectomy syndrome, status post fusion.